Event description:
It was reported by the customer that when using the bd pyxis¿ medflex 1000, the drawer was not open. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the user was unable to issue medication as the door did not open, and the count was zero. The user did not have cycle count access. A technical support specialist remotes in and logged in using a test account, but the door did not respond. The user then tried the tester application, but no drawer or door responded. The station was restarted, and the tester application was used again. The door opened as expected. The system functioned as intended after the technical support specialist investigated the issue.